Manufacturer narrative:
(B)(4). Per the perfusionist (ccp) on (B)(6) 2016 centrifugal system was found unplugged. The ccp plugged it in. On (B)(6) 2016, the battery check showed "no charge." The ccp plugged it back in to keep charging, but the green light did not stay on. On (B)(6) 2016, battery check showed "no charge," this time green light stayed on. The ccp called the field service representative (fsr) and he advised the ccp to keep charging the system for another 24 hours and call him back with the outcome. The ccp checked the battery level indicator and it was showing fully discharged and in the red. The internal batteries were last replaced (B)(6) 2014 (the batteries are within their three years of life span). This unit is rarely used but is plugged in at all times. The switch is usually in "disconnect" position and the charge indicator light was intermittently illuminated when the unit is on alternating current (a/c) power. A/c power was supplied to the battery and a/c power connection in the back was secured. The fsr verified the charge indicator would not illuminate. He checked the fuses and they were good. The fsr installed new batteries and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, both batteries failed to properly accept charging after eight hours. The batteries measured 11.8 volts direct current (vdc) and 12.3 vdc upon receipt, using a digital multimeter (dmm). These are typical readings of batteries that are partially discharged. Conductance measurements were not available for the first battery initially, due to the low voltage. Conductance of the second battery was 12 siemens(s). This is well below the minimum requirement of 75s. The product surveillance technician (pst) attached device under test (dut) batteries to the lab-use only (luo) delphin battery (charger) and powered on. After charging for over eight hours, the battery voltage readings were essentially unchanged. Using the conductance meter which provides a light load to the batteries, the first battery measured approximately 6.5 vdc. The second battery measured 12.4 vdc with identical conductance of 12 (both batteries fail minimum requirements). This demonstrates that neither battery will properly charge and duplicates the reported complaint. No further testing was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (during routine maintenance), the battery check showed "no charge" for the centrifugal battery. There was no patient involvement.